Manufacturer narrative:
The pump passed displacement test, rewind, seating and basic occlusion test. There was no unexpected insulin flow blocked alarm noted during testing. Insulin flow blocked feature function properly during basic occlusion and occlusion test. Sleep current was within specifications. No unexpected replace battery alarm noted. Low battery alarm was noted on long history file. The pump was returned for power error. Detailed trace analysis confirmed low battery alarmed and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The pump received with cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received low battery alarm, and the pump stopped working and causes high blood glucose levels. The customer's blood glucose level was reported to be 131.4mng/dl. It was reported that the customer did not trust the pump anymore. It was reported that the pump would be replaced and returned for analysis.